Event description:
While sleeping, my omnipod 5 automated insulin delivery system delivered sufficient basal insulin to draw my cgm glucose level to hypoglycemic level. While at cgm recorded hypoglycemic level below 70, the omnipod 5 unit delivered more basal insulin at 1:16am (cgm glucose 69) and 1:31am (cgm glucose 64). The cgm recorded glucose level was at critically low level below 60 after the aforementioed automated mode basal deliveries. The omnipod 5 pdm controller was in active automated mode at the time of incident, displayed an iob value of "0" and could only display the cgm glucose level as "low". The last bolus insulin delivery took place more than 2 hours prior to the aforementioned automated basal deliveries. This bolus was calculated by the omnipod 5 bolus calculator.